Manufacturer narrative:
As no further information is expected regarding this event, our investigation is complete. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that a replacement procedure was performed. This pacemaker and non-boston scientific right ventricular lead were removed due to infection. No further patient symptoms were reported.